Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was admitted to the hospital with a persistent bacteremia infection. The implantable cardioverter defibrillator and the right ventricular lead were removed. Following the procedure, the patient was discharged.